Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens was not correctly positioned when coming of the injector. Additional information has been requested.

Event description:
New information received from the customer stating the issue was the haptic was not in its correct position. The surgeon was able to exchange the lens and complete the case. There was no patient impact.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).